Event description:
Report of explant due to "infection" received per annual device tracking report. Follow up with hcp revealed the infection symptoms were redness, drainage and incisional wound opening. The primary site of the infection was the device pocket. A culture was obtained of the device pocket and results were reported as unknown. The patient was treated with IV antibiotics and total device system explant. The infection has resolved. It was reported that the patient experienced post op wound or skin contamination.